Event description:
This was a stenting of the right iliac procedure. The side arm of the sheath broke off while trying to remove the sheath and stent before deployment of the stent. The stent migrated off of the balloon and was found in the distal right iliac. At this time, the physician decided to send the pt to the operating room to perform a cut down procedure to the artery to remove the stent.